Event description:
Olympus was informed that an unspecified time/date the esg-400 hf-generator first issued error message e457 and then error message e433 and performed contiunuous restarts. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but olympus medical systems corporation (omsc), japan (received at omsc on 2022-05-30). The evaluation at omsc confirmed the occurrence of error message e433, which in this case was caused by a defect of the hvps board. Thus, the occurrence of error e433 can be attributed to component failure. Error message e457 could be confirmed in the error log but could not be reproduced during the inspection. This error message may have different technical causes. However, since the error message could not be reproduced during the inspection, the cause for its occurrence could not be determined. However, any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: electrosurgical generator "esg-400"; common device name: hf-generators; 510(k): k203682; product code: gei.